Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when attempting to power it on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Corrected information: reason for no evaluation of the initial medwatch report indicates device evaluation anticipated, but not yet begun. Reason for no evaluation of the initial medwatch report should indicate device not evaluated by manufacturer. Follow-up information: the device was not returned to physio-control. A third-party service agent evaluated the device and was unable to verify or duplicate the reported issue. After replacing the power pcb assembly as precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when attempting to power it on. There was no patient use associated with the reported issue.